Event description:
Customer called to say that she has been experiencing elevated blood glucose levels that ranged between 225 mg/dl - high before taking this pod off and starting a new one. Customer stated that she does pinch up and rotates sites. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptable criteria.